Event description:
Information received from the field notes that the patient had developed a ventricular tachycardia (vt) and was defib- rillated. The pulse generator went into back-up mode and the ECG appeared to show asynchronous pacing into the vt rhythm. A subsequent download was successful, but the current drain was high. The patient's rhythm returned to sinus and the device was programmed to sense only until surgery could be performed.